Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the device never worked for the patient. It was further stated that the patient was at the hospital and it was unknown the reason why the patient was at the hospital. No further complications were noted or anticipated.